Event description:
Same case as MFR#: 2134265-2009-05125. It was reported that during an unspecified procedure, the core wire was protruding from the tip of the guide wire. The physician attempted to advance a zipwire hydrophilic guide wire within a non bsc catheter which had been previously placed in the pt. He was unable to advance the zipwire to the lesion. Upon removal, it was noted the core wire had protruded from the tip of the guide wire. The zipwire was exchanged for another of the same. The second zipwire was unable to advance into the catheter. The second zipwire was removed and again, the core wire had protrude from the tip of the guide wire. The physician thought the "catheter may have been kinked." The procedure was completed with another device. There were no pt complications and the pt status is reported as ok.

Manufacturer narrative:
(B)(4).